Event description:
Device malfunction: outer sheath detachment, stent fracture. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in a severely diseased right common iliac artery, the absolute stent prematurely, and seemingly partially deployed in the target lesion. Subsequently, the stent was believed to fully deploy. During the removal of the stent delivery system, the outer sheath detached and was removed from the anatomy using hemostats. It was then noticed that the stent had fractured into two pieces, one portion in the right common iliac and the other portion in the external iliac. The fractured portions of the stent were dilatated. Another absolute stent was then implanted within the fractured stent in the right common iliac artery, fully covering the target lesion. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
Off label vascular use. The device was received. Investigation is not complete.